Event description:
Baxter reports the minicap transfer set leaked solution after the minicap was removed at the beginning of an exchange with the clamp in the closed position. The set had been in use for 2 months. Affiliate reports no pt injury or medical intervention as a result of the incident.